Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the fired clip on the blood vessel came off. As another clip was placed by the clip, there was no problem such as bleeding. It was unknown which firing of the device this event occurred on. The clip was fed into the jaws properly prior to firing. There was no unexpected noise. There was no torquing or twisting of the device present at the time of firing. The clip seemed to be a little scissored. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the jaws misaligned and one scissored clip inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws scissor clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.